Event description:
The reporter stated that he did back to back blood glucose tests, one after the other. It is unknown if reporter used same fingerstick or not. The results were 144, 200 and 220 mg/dl. Reporter did not have any symptoms. The control solution tested high, out of range. No harm was alleged.